Event description:
The facility reports a staff member had completed the bath and had lifted the resident out of the tub. The staff member positioned the resident near the tub in an elevated position to assist with the drying and dressing of the lower extremeties. As the staff member turned to get another towel, the resident slid forward in the chair and slipped to the floor. The resident landed on their feet and the lift completely tipped over towards the staff member who was in front of the resident. The staff member held onto the resident and lowered the resident to the ground, as the liftwas pushing the resident forward towards the caregiver. No injuries were reported.